Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator during an inpatient visit in clinic. Programming changes were recommended. The patient was discharged.